Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss with the reported application. Per the compatibility guide, use of the samsung a52 operating system 14 is incompatible with the reported application software version 3.6.5.11962. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a52 5g phone with android operating system version 14. The customer reported due to this issue, they indicated that ¿they had a medical event due to no signal on sensor.¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced loss of consciousness. No third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used. Therefore, issue is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a52 5g phone with android operating system version 14. The customer reported due to this issue, they indicated that ¿they had a medical event due to no signal on sensor.¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced loss of consciousness. No third party treatment was reported. There was no report of death or permanent impairment associated with this event.